Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) level of 53 mg/dl, and weakness. Reportedly, for one event, the customer was on a walk, and the continuous glucose monitor was not available due to customer recently replacing the non-tandem sensor. The cause of the other bg levels was unknown. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.